Event description:
A malfunction was reported on the customer's pump. There was no adverse impact on the customer's blood glucose level. The technical support team planned to replace the pump since it was included in a field correction, but the customer had not yet acknowledged receipt of the correction email. To address the situation, technical support completed the form on behalf of the customer. Despite the pump being out of warranty, the customer showed interest in obtaining an out-of-warranty loaner pump.